Event description:
A caller reported an occlusion alarm, but the exact alarm number could not be verified from pump history. It was noted that the customer experienced an elevated blood glucose level, indicated by a "high" reading, though specific values were unavailable. The customer addressed the elevated blood glucose by administering a correction bolus via the pump and did not require third-party assistance beyond standard support. The customer experienced multiple occlusion events and applied the same corrective actions for each. There is no further information provided since the customer could not recall the alerts, which were instead discovered through tandem source. The customer intends to reach out again if the issue reoccurs.